Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. On (B)(6) 2019, the lead was capped and replaced.

Event description:
New information received stated that the anomaly was discovered during a clinic follow up. During the examination, the right ventricular lead exhibited noise oversensing. The patient was not reported to be symptomatic and the patient was in stable condition during and after the lead revision procedure.